Event description:
Customer reported an incident of hypoglycemia requiring hospitalization at a time when he attempted, was unable to use the aviva system due to error within specifications. The error was caused by the customer attempting to use expired strips. A request was made for the return of the system and a replacement was sent.